Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a 120 vac power source peak power and nurse call off failed repair test. There were no significant event(s) in the error log(s). The technician ran a troubleshooting test and could not confirm the failed test steps. The device passed all testing. The root cause isn't confirmed at this time. Additionally, during the service of the device, components were replaced due to maintenance, cosmetic or physical damage of the device unrelated to the reportable malfunction/issue.